Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(4).

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had been hospitalized with hyperglycemia. The reporter stated that the patient had a blood glucose of 500 mg/dl with symptoms of large ketones, thirst, urination, and vomiting. The patient was receiving intravenous fluids and insulin via injections while at the hospital. The reporter stated that there was an issue with the pump¿s time and date settings causing the patient to receive programmed night time basal rates during the day and daytime basal rates at night. During troubleshooting it was determined that the pump was powering on to the verify screen for the date and time. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of the improper time being selected in the pump.